Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level of 511 mg/dl. At the time of incidence. Customer reported that they received unexpected error. Customer was able to rewind the insulin pump. Also, customer received the pointer error. Customer did received power loss alarm. Customer was unable to clear all alarm. Customer reported that the insulin pump was not working. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, sleep current measurement, active current measurement and self test. Insulin pump was monitored and tested with no unexpected battery power loss, error 68 and error 23 noted.(B)(4).